Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings and cautions: warnings to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿

Event description:
The user facility reported an 85-year-old male noted as high risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was unable to pass through the vasculature. The cannula kinked during insertion via subclavian, noted under fluoroscopy. The impella was removed, and another cp was placed successfully using alternative access. There was no harm to the patient.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of delivery issue is determined to be patient condition because of patient anatomy. E4 should have been left blank on manufacturer device report.